Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, there was difficulty positioning the needle since there was very little perirectal fat and the area between the prostate and rectum was very fibrotic. According to the complainant, after the spaceoar implant the patient expelled a small portion of the gel through his penis upon urination. There was no medical intervention done and the physician, monitored the patient. There were no patient complications reported as a result of this event.